Event description:
It was reported that noise oversensing was seen on the atrial and ventricular competitor leads with the minute ventilation (mv) sensor being disabled. The device remains implanted with no further changes. No adverse patient effects were reported.